Event description:
Refrence number (B)(4). Event occured in bahrain. It was reported that the patient experienced high blood glucose of 342 mg/dl on (B)(6) 2026 due to a bent cannula. The patient was treated with correction bolus via pump and changed the infusion set. The elevated blood glucose level lasted for less than one hour. The insertion site was the thigh, and the infusion set had been in use for one hour. No further information is available.